Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid path testing showed that fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.